Event description:
Additional information received reported that the lead had been lost. It was noted that a drawing of the lead was included. The drawing indicated that the ¿tip bent¿. It was reported that the intended patient¿s therapy indication was parkinson¿s disease. It was stated that the lead was bent out of the box ¿similar to former cases¿.

Event description:
It was reported the lead was found to be ¿bent¿ prior to implantation. It was noted the lead was ¿never implanted¿ and ¿would be returned.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).